Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. It was reported that this was the 4th or 5th use for this file. The patient will return for a follow-up visit and information will be reported as it becomes available.